Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The account observed false reactive prism hiv o plus results. 29 samples were prism hiv o plus reactive but 20 were hiv-1 biorad western blot negative, 9 were indeterminate or unable to interpret, and all 29 samples were hiv-2 biorad eia negative. No impact to patient management was reported. No specific patient information was provided.

Manufacturer narrative:
Although the issue described herein identifies the prism reaction tray lot as likely cause, the issue was observed when using the trays with prism hiv o plus; therefore, both products/lots were reviewed. Ticket searches determined that there is a normal complaint activity for the likely cause tray lot as well as the assay lot and the tracking and trending report review determined that there is no elevated complaint activity for the issue under evaluation. A review of labeling concluded that the issue is sufficiently addressed. The performance of the tray lot and reagent lot was investigated by completing a review for non-conformances, potential non-conformances and deviations related to the lots. This review did not identify any non-conformances, potential non-conformances or deviations. Field data were evaluated for abbott prism reaction tray likely cause lot for initial and repeat reactive rates for the abbott prism hiv o plus assay were both less than the abbott prism hiv o plus package insert upper 95% confidence intervals. Based on the results of this investigation, there is no general issue with abbott prism reaction tray lot 92092m500. No product deficiency was identified.

Manufacturer narrative:
Concomitant medical products: lot 90107m500 on initial report was incorrect and updated to lot 90104m500. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.